Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
During a shoulder procedure, sparking inside of the patient, electrode has not been buried within tissue, electrode has not been close to metal, and new electrode has been used to complete the procedure with two minute delay.

Manufacturer narrative:
The complaint devices were received and forwarded to the supplier for evaluation. Visual inspection shows that the distal tip shows signs of activation and that there was evidence of melting at the proximal end of the manifold. The device passed all electrical testing except the hipot testing due to its condition. The damage to the manifold is consistent with other devices that have been investigated under a supplier CAPA. Due to an increasing trend in the number of this reported failure, a supplier CAPA has investigated this failure. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA was monitored for its effectiveness and the complaint rate was below threshold, therefore initial training and awareness training was effective. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaints for this lot of devices that was released to distribution. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).